Event description:
The omniflex connector was collapsing and twisting. It was reported that "the collapse of the connector increases airway resistance and work of breathing." Tears have been noted in the connector. It was reported that the bag of the omniflex connector was damaged when received.

Manufacturer narrative:
(B)(4). Results of investigation: the sample received was evaluated and the omniflex connector was collapsing and twisting. The issue was confirmed. The lot number was not reported so device history review could not be performed. The manufacturing process was reviewed and no issues were noted. The root cause could not be determined. Personnel were notified of the report and additional visual inspection with magnifier lamp was added to manufacturing process. Complaint identified for submission as an MDR following a retrospective review of mexicali self-manufactured complaints under CAPA (B)(4).